Event description:
Dealer stated that the dc power cord was being tested prior to customer delivery. Ran charger for 30 minutes, twice. Second test resulted in the black plastic, where the charger plugs into car port, melting.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo140, serial number/date code and age of product are unknown. The tpo140 dc power cord has been returned to invacare for an inspection. The tpo140 was properly assembled with the correct components. The plastic housing at the positive contact of the plug was melted. The element of the fuse is intact. Solder flower from the fuse into the plug housing. The cord and the spring contacts are correctly wired and undamaged. The stack up of internal contract resistance in the plug produced excessive heat melting the plastic housing of the plug.